Manufacturer narrative:
The insulin received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The device was also received with minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump was in the customer's pocket at work. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.